Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call their sugar glucose vs blood glucose is far apart. Customer's blood glucose level is 120 mg/dl and their sugar glucose is 55 mg/dl. Troubleshooting for the blood glucose vs sugar glucose was performed. Customer was advised the sensor is most likely not situated properly which is preventing the sensor from properly tracking changes in the glucose levels. Current isig value is 8.32, blood glucose level is 120 mg/dl, calibration factor is 14.42 which is not within range for optimal calibration. Customer was advised to monitor the sensor and a replacement sensor will be sent out.